Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an active driveline power fault alarm. Log files were reviewed and the alarm was confirmed. It was recommended to exchange the modular cable as well as the system controller in the case of continuous alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log file. The modular cable (lot number: 7777584) was not returned for analysis; however, a log file was submitted and data from the reported event date of 04jul2024 was reviewed. A driveline power fault alarm is active at the start of the log file at 15:50:37 on 01jul2024. Driveline power fault alarms are intermittently active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 7777584) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. G, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log file. The modular cable (lot number: 7777584) was not returned for analysis; however, a log file was submitted and data from the reported event date of 04jul2024 was reviewed. A driveline power fault alarm is active at the start of the log file at 15:50:37 on 01jul2024. Driveline power fault alarms are intermittently active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 7777584) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. G, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that only the modular cable was replaced. The alarms resolved after modular cable exchange.